Event description:
In 2009, the pt/layperson informed a customer care advocate, cca, that her one touch profile meter began prompting the insert test message two to three months earlier. After the issue began, the pt was shaky three or four weeks before calling. The cca replaced the meter and test strips unable to resolve the issue. This senior medical surveillance specialist spoke with the pt on 3/20/09 to obtain additional info. The pt confirmed the reported info. Reportedly, the product only prompted the pt to insert the strip and did not prompt apply sample after inserted. During the three weeks, the pt had blood glucose tests performed in her dr's office and used her sister's meter, although not daily. The pt continued taking her oral diabetes medications, glucotrol xl and glucophage. On one or two occasions after the alleged issue began, the pt reportedly felt shaky. The pt tested on her sister's meter, obtaining a "low" result. The pt drank orange juice to relieve the symptom. Because the pt alleged she self treated with juice when shaky (a symptom that meets the criteria of serious injury) after the product issue began, the complaint is reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval, if the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that to not pass inspection in a supplemental report. Pt does not recall date of event.